Manufacturer narrative:
(B)(4).the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices that were used in the same procedure. It was reported to boston scientific corporation that two trapezoid rx basket was to be used in the biliary tract in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, the tip of the basket separated unintentionally. Another trapezoid rx basket was opened. The tip of the basket also separated unintentionally. A third trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a150103 captures the reportable event of tip premature deployment. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the handle cannula was detached and the tip is still attached to the basket. Under magnification, drag marks of the fastening screws was observed on the handle cannula. Dimensional inspection noted the side car rx was pushed back approximately 3.5 mm. Additionally, the dimensional test verified that the measurements of the screws were within the permitted tolerances. The reported event of tip premature deployment was not confirmed. Based on all available information, the investigation finding of handle cannula detached suggest that possibly an excess force was applied during preparation. Manipulation or the technique used could have contributed to the reported event and also caused the side car rx to push back. It is possible that the feeling of loss of resistance in the handle could have been interpreted by the customer as tip detached. Therefore, the most probable root cause for the investigation findings is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
Note: this report pertains to one of two devices that were used in the same procedure. It was reported to boston scientific corporation that two trapezoid rx basket was to be used in the biliary tract in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During preparation, the tip of the basket separated unintentionally. Another trapezoid rx basket was opened. The tip of the basket also separated unintentionally. A third trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event.